Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported, patient is experiencing occasional pain down the front of the thigh. The pain is also on the side of his leg. Patient states that if he is seated for a period of time, they feel the pain on the side. Patient states that he has been experiencing this since post operation. Patient states that he has had an MRI and blood work. Results currently are not showing anything. Patient states that he should return to the doctor within a year for a check up.